Event description:
It was reported by a neurologist that a vns pt passed away on (B)(6) 2011. The pt's vns products were returned to MFR on (B)(6) 2011. Product analysis for the returned lead is currently underway; however, generator pa is already completed. In the (B)(6) lab, the device output signal was monitored and results showed no signs of variation in the pulse generator's output signal. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical eval showed that the pulse generator performed according to functional specs of the MFR. There were no performance or any other type of adverse conditions found with the pulse generator. Further contact with coroner's office revealed that autopsy report was not ready due to toxicology report; however, it was speculated that cardiac electrical activity may have contributed to the pt's death. The treating neurologist did not believe that pt's death was related to vns therapy and he was not aware of cause of death.